Event description:
The event is reported as: complaint description: the stapler jammed during use. The user could not use the remaining 10 staples. No patient injury reported.

Manufacturer narrative:
Lot # provided is incorrect. Manufacturer has not received sample in time for this report.